Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4, 1627487-2018-03880, 1627487-2018-03881, 1627487-2018-03882. It was reported that patient underwent a surgical procedure on (B)(6) 2018 to reposition scs leads to improve therapy coverage. Coverage has been improved post-operatively.